Event description:
Info received indicates the head section cannot be raised.

Manufacturer narrative:
The technician found the plunger for the head valve was slightly rusted. He replaced the plunger in head up valve to repair the bed.